Event description:
The subject in a clinical trial experienced low blood pressure which caused thrombosis repeatedly of hero graft. Patient sent to access center for treatment. Decision made to abandon hero graft. Venous access component removed and tunneled chest catheter placed.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.